Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "grade IV capsular contracture", "marked folding", "cysts". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "grade IV capsular contracture", "marked folding", "cysts". This record is for the left side. Device was explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2024. Continued e.1. Phone number: (B)(6). Correction to h6 adverse event problem: un-reporting b15 "analysis of information provided by user/third party" and d14 "no problem detected". These codes were submitted in error in the previous medwatches.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "grade IV capsular contracture", "marked folding", diagnosed via ultrasound and mammography. This record is for the left side. Device was explanted.